Event description:
Discordant, falsely elevated glucose and total protein results were obtained on one spinal fluid patient sample on an advia 1800 instrument. The discordant results were not reported to the physician(s). The sample was repeated on the same instrument, resulting lower. It is unknown if the repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated glucose and total protein results.

Manufacturer narrative:
The cause of the discordant results is unknown. Siemens is investigating this issue.